Event description:
This complaint is from an academic conference (the 15th annual meeting of the another country society of interventional cardiology). A stent strut fracture occurred in a cypher sirolimus-eluting stent eight months after implantation in the distal lad. There was no reported patient injury. This male patient with a history of previous mi was admitted for coronary intervention of a distal lesion in a tortuous lad. A 2.5 x 18/mm cypher stent was deployed to 18atm at the distal end of the lad. Other procedural details are unknown. Approximately eight months later, the patient returned for a scheduled follow-up angiogram, which revealed a stent fracture ( with separation) within the mid-segment of the cypher stent in the distal lad. There was no restenosis noted within the gap. No additional intervention was required. Additional information has been requested and will be submitted within 30 days of receipt.

Manufacturer narrative:
Note: the product is not distributed in the us; however; it is similar to us product.